Event description:
It was reported that "when the clinical teacher used the catheter under ultrasound, he saw that the guidewire used to be j tip and could be smoothed downwards, but now the guidewire could easily appear at a right angle, and was stuck horizontally on the vessel wall, so the guidewire could not be smoothed down, and under ultrasound, the doctor was quite sure that the guidewire was in the vessel, and that the guidewire could be delivered downwards together with the catheter, but the guidewire would be hooked on the vessel wall when it was going downwards". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
Qn#(B)(4). The customer provided 3 images for analysis. The photos show a conversation and a drawing from the customer describing the issue. The chat translated from chinese states: "(B)(6) , when I look at it using ultrasound, the previous guidewire had a curved shape and could go downward smoothly. However , the current guidewire easily forms a right angle and gets stuck against the vessel wall, making it difficult to pass through. From the ultrasound view below, I can confirm that the guidewire is inside the blood vessel, but it does not move downward together with the catheter." The complaint of guidewire and catheter resistance could not be confirmed from the provided images. The customer also returned one guidewire and advancer for evaluation. The catheter was not returned for analysis. No obvious signs of use were observed. Visual analysis of the guidewire revealed 2 kinks, one at the proximal end and one at the distal end. A continuous bend throughout the body was also observed. Microscopic analysis showed the j-bend was misshapen and both proximal and distal welds were full and spherical. Visual analysis of the catheter could not be performed as it was not returned for analysis. Kinks in the guidewire were measured at 24mm and 576mm, from the proximal end. The guidewire length measured 600mm, which is within the specification of 596mm - 604mm per guidewire product drawing. The guidewire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per the guidewire product drawing. The guidewire was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guidewire was threaded through a lab inventory 18ga introducer needle/arrow raulerson syringe (ars) subassembly as well as through a lab inventory catheter. The guidewire passed through all the components with little to no resistance at the undamaged portions. Minor resistance was encountered at the locations of the kinks. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guidewire was confirmed based on the returned sample. Kinks were identified in two locations along the guidewire. However, the catheter associated with this complaint was not returned. The returned guidewire passed all relevant visual , dimensional, and functional requirements, and a device history record review revealed no relevant findings. Based on the customer report and the sample received, the potential root cause cannot be confirmed at this time without the catheter returned. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the clinical teacher used the catheter under ultrasound, he saw that the guidewire used to be j tip and could be smoothed downwards, but now the guidewire could easily appear at a right angle, and was stuck horizontally on the vessel wall, so the guidewire could not be smoothed down, and under ultrasound, the doctor was quite sure that the guidewire was in the vessel, and that the guidewire could be delivered downwards together with the catheter, but the guidewire would be hooked on the vessel wall when it was going downwards". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.